Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lateral interbody fusion l5-s1 on (B)(6) 2005 using rhbmp-2/acs placed in a cage. Bmp was also placed directly in the disc space. On (B)(6) 2006, the patient was diagnosed with ectopic bone growth and a cyst at the site of the fusion. It is reported that the patient had to undergo an additional surgery on (B)(6) 2006 to remove the overgrowth and cyst. Reportedly the patient developed ectopic bone growth, an inflammatory reaction to infuse, development of cysts, chronic pain, and required additional surgeries.

Event description:
It was reported that on: (B)(6) 2005: patient presented with following pre-op diagnoses: chronic low back pain with spondylosis and retrolisthesis at l5-s1. For which, patient underwent following procedures: minimally invasive transforaminal decompression and microdiscectomy at l5-s1 on the left. Interbody fusion l5-s1 (bmp2 bone growth material). Placement of interbody cage l5-s1 (12x26mm). Nonsegmental fixation l5-s1 on the left (pedicle screws and plate). Posterior lateral fusion l5-s1 on the left (bmp2 plus local autograft). Dural repair with microsurgical technique. Per op notes, it was decided to use 12 mm height cage. Bmp was prepared with soaked into collagen sponge and allowed to sit for appropriate time. While this was done, decorticated the one over the dorsal aspect of the transverse process of l5 on the left and the upper part of sacrum and then tapped into the dorsal aspect of the pedicles at both levels. Then placed one and a half 1x2 inch strips of bmp soaked collagen into the cage and the cage was then driven in place securely a nd showed good position on fluoroscopic image. Additional half strip of bmp soaked collagen down into the disk space on left side of cage was placed. The muscle was retracted out laterally over the decorticated sacrum and transverse process at l5 and two 1x2 inch strips of bmp soaked collagen were placed there and these were covered with some local autograft. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.